Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range pacing impedance measurements (>3000 ohms), as well as noisy signals. The physician alleged the ra lead conductor had fractured and elected to surgically cap and abandon this ra lead. A replacement ra lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse consequences.